Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h10.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "before use,it found that there was fm in the tube. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "before use, it found that there was fm in the tube."